Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing appropriately. The epg then underwent technical safety testing and tested within normal specifications. The caller was advised to attempt to determine if programmed sensing was programmed appropriately or if lead placement could have caused the sensing issue. If the investigation results in undetermined reason for sensing the device will be returned. The epg remains in use. No patient complications have been reported as a result of this event.